Event description:
Boston scientific crm received info that this right atrial (ra) lead was being repositioned as it dislodged. During the repositioning procedure, tissue became stuck in the helix from retracting the helix during the repositioning attempt. As a result, the ra lead was explanted. A new ra lead was successfully implanted.